Event description:
It was reported that the packaging was abnormal and made room circulator suspicious. Wasted the product.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pack damage involving a uni adaptor sleeve v40 ti was reported. The event was not confirmed. No adverse consequences to the patient were reported. The two inner blisters and (B)(6) were returned. The outer (B)(6) had been peeled back on 3 sides and there was evidence of a complete seal between the outer (B)(6) and the outer blister. The inner (B)(6) had not been pulled back. The edges of the blister were curled inwards. The inner foam was deformed and pressing out on the (B)(6). Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded that the returned packaging conformed to its required criteria as per memo.

Event description:
It was reported that the packaging was abnormal and made room circulator suspicious. Wasted the product.